Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient condition was stable before, during and after the procedure.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Visual inspection of the header found no anomaly related to the field concern. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation a various pulse amplitudes measured current levels within normal range and no indications of premature depletion noted. Longevity assessment was performed based on average drain current, and the device was in normal range of operation with appropriate remaining longevity.